Event description:
It was reported that the customer had a blood glucose reading of 400 mg/dl. She received a no delivery alarm and a low battery alarm and she shut her pump off without reverting to a back-up plan. Standard troubleshooting was performed for both alarms. The no delivery alarm was resolved by an insulin infusion set change. The low battery alarm was resolved with a battery change. The insulin infusion set and the reservoir are not being returned because they were disposed of. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.